Manufacturer narrative:
G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855 bd received three photos for investigation. The photos show three samples containing specimen with visible leaks at the bottom. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ tubes, one (1) tube was found to be cracked, resulting in blood leakage. There were no health impacts or consequences reported for the patient or the user.